Manufacturer narrative:
(B)(4). Batch # r5a836. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damage and partially fired 1/3 and with the reload lock out damaged. No functional test could be performed due to the condition of the reload. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.

Event description:
It was reported that during a vats lobectomy, a device loading the tr45w was locked out at the first firing. The device was used on the blood vessel. The same device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.